Event description:
The customer observed increased frequency of architect error code 1007 (unable to process test, activated read failure) when reaction vessel (rv) lot 71168p100 was in use. The customer was advised to perform troubleshooting procedures and to check the instrument logs for peaks. The customer was sent a replacement lot of rvs. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-02, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.